Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that bd¿ blunt fill needle had foreign matter on it. This was discovered during use. The following information was provided by the initial reporter: material no.: 305180 batch no.: 9226748. It was reported there was a white residue where the needle connects to the red catheter.

Manufacturer narrative:
The following fields have been updated with corrections: h.3. Reason code for no evaluation: other. H.3. If other specify: see h.10 h3 other text : see h.10.

Event description:
It was reported that bd¿ blunt fill needle had foreign matter on it. This was discovered during use. The following information was provided by the initial reporter: material no.: 305180 batch no.: 9226748. It was reported there was a white residue where the needle connects to the red catheter.